Manufacturer narrative:
The philips authorized service personnel (asp) confirmed the issue and determined that the power switch required replacement. The asp replaced the power switch and the device passed performance testing and returned to full functionality. The device remains at the customer site and was returned to service.

Event description:
It was reported to philips that the device automatically started up. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The customer requested that a philips authorized service personnel (asp) be dispatched to the customer site to provide additional assistance.